Event description:
A customer reported that unexpected negative reactions were obtained for a sample when performing manual testing with capture-r ready screen I and ii test wells and that a delayed transfusion reaction had occurred.

Manufacturer narrative:
The reactions of this antibody appear to be consistent between both capture and gel methods. Only homozygous cells are reacting. This is not unusual for a kidd antibody. As stated in the package insert, negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed. The concentration of the antibody appears to be on the edge of the detectable level. The product is performing as expected.